Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date approximately ten to twelve years ago. Subsequently, a revision procedure was performed in late (B)(6) 2015 due to massive rotator cuff arthropathy. The components were removed and replaced with a hemi-arthroplasty shoulder.

Event description:
It was reported the patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.